Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report once we have completed our investigation.

Manufacturer narrative:
(B)(4) the complaint mr290v vented autofeed humidification chamber was noted as received at fisher & paykel healthcare (fph) in new zealand; however, the device was lost before it could be investigated. An attempt was made to obtain additional information regarding the reported fault but no response was received from the hospital. Without the complaint device or sufficient information from the hospital, we are unable to confirm and determine the root cause of the reported fault. All mr290 chambers are pressure tested before they leave the production line and any form of damage such as cut, hole, or leak in the feedset are identified during this process. Chambers that fail any of these tests are discarded. This suggests that the damage occurred after the subject mr290 was released for distribution. The user instructions which accompany the mr290 autofeed humidification chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A hospital in (B)(6) reported to a distributor that the water feedset tube of an mr290v vented autofeed humidification chamber had a cut. This was observed before use on a patient.

Event description:
A hospital in (B)(6) reported to a distributor that the water feedset tube of an mr290v vented autofeed humidification chamber had a cut. This was observed before use on a patient.